Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 05/30/2018. Medical records reviewed for MDR reportability. Right attune total knee revised to address pain and aseptic loosening of both femur and tibia components. Surgeon did not clarify which interfaces were involved with regard to the loosening of each component, just that they were loose. Depuy bone cement was used in primary. Femur, tibial tray, and tibial insert products were revised. Patella product was not. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports all of which relate to implant loosening. Total for lot number: 3 ((B)(4).) Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95 . By product family: 192 (66x smartset ghv, 126x smartset gmv). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports all of which relate to implant loosening. Total for lot number: 3 (B)(6). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95. By product family: 192 (66x smartset ghv, 126x smartset gmv). E3 initial reporter occupation: lawyer.